Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing was performed, including leak testing, clear passage test, clamp function testing and integrity of seal surface testing. No issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a loose connection between the transfer set and titanium adapter. There was no allegation against the titanium adapter and it was still in use. It was not reported how the loose connection was resolved or if the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.